Manufacturer narrative:
Updated fields: b4,b5,b6,b7,d5,d10,e1(initial reporter name, event site. Email),e2,e3,g3,g6,h2,h6(health effect ¿ clinical code,health effect ¿ impact codes).

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) had fiber-optic connectivity issues. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions),h11 a getinge field service engineer (fse) stated customer has advised they will not be proceeding with repair.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fibre-optic connectivity issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.